Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any staple formation issues identified throughout the care of the patient? No. Does the surgeon believe that the post-operative bleeding is associated with a deficiency of ethicon stapler? He does not know. Where does surgeon believe bleeding is from? He does not know. What color cartridges were used and on what corresponding structures were they used on. Blue. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon in one continuous firing stroke or use pulse firing technique? Firing stroke. Are there any other comorbid conditions that might have contributed to bleeding? No.

Event description:
It was reported that the patient experienced intraluminal bleeding following a roux-en-y gastric bypass. Action user took to mitigate/ resolve problem during procedure: a gastroscopy, CT-angio was performed. Initial procedure (B)(6) 2019. On (B)(6) 2019: at 6.30 pm pt collapses on toilet with clear red blood loss and melaena. Hb dropped from 9.0 to 5.9, haemodynamically stable. On (B)(6) 2019: permanent melaena and hb decrease to 5.1, for which 2x pc. Already 2x tranexamic acid at 5 pm gastroscopy. No active bleeding seen. More unstable in the evening. CT angio: no active blush. Hd further unstable and decrease to 4.3, for which 2pc, also tranexamic acid. Over to mc. On (B)(6) 2019: stable. No more bleeding. No more hb decline. On (B)(6) 2019: patient went home.